Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00022. The device history record was reviewed and found that the design manufacturing did not lead to this complaint. The instrument was returned and found to be fractured toward the base of the male threads, leaving a thread still intact with the handle. The contract manufacture evaluated the instrument and found that the female threads failed to pass the go side of a go-no go thread gage. The female threads were inspected upon initial manufacturing and they were found to meet specification. This feature likely became damaged through handling use. Based upon the device history record and the evaluation of the returned component it was concluded that the instrument failure could not be attributed to the manufacturing of the eleos component.

Event description:
An eleos resurfacing femur limb salvage system was implanted and while assembling the components, the threads of the axial pin inserter/extractor fractured off within the resurfacing femur axial pin. The resurfacing femur axial pin was removed, and a new pin was placed.

Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00022. The device history record was reviewed and found that the design manufacturing did not lead to this complaint. The component was returned and pending analysis. Should additional information be obtained the report will be supplemented.

Event description:
An eleos resurfacing femur limb salvage system was implanted and while assembling the components, the threads of the axial pin inserter/extractor fractured off within the resurfacing femur axial pin. The resurfacing femur axial pin was removed, and a new pin was placed.